Manufacturer narrative:
Voluntary distributor report the manufacturer, unimax medical systems, is responsible for performing the evaluation, investigation and any remedial actions related to this reported device issue. This issue will continue to be monitored through the complaint system to assure patient safety.

Event description:
Voluntary distributor report the sales representative reported on behalf of the customer that the sb936, detachable pouch 3x6" 5ea/box was being used during a laparoscopic cholecystectomy procedure on (B)(6) 2023 and the ¿nurse stopped me in the hall to say that during a case over the weekend they had a piece of the specimen bag dislodge form the introducer. I enquired and the confirm it was retrieved form the abdomen. I observed the 2cm black plastic piece¿. The plastic item was retrieved. The procedure was completed and there was no delay. There was no impact/injury, medical intervention or prolonged hospitalization to the patient. This report is being raised due to the reported malfunction with potential for injury upon reoccurrence.